Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet. The returned device indicated a missing set screw. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during the implant attempt, the physician could not screw the right ventricular lead to the device due to a setscrew problem. The device was not implanted and a new device was used. No patient complications have been reported as a result of this event.